Manufacturer narrative:
Device information has been obtained.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information identified the physician implanted a new scs system on (B)(6) 2019 and opted to leave the drg system insitu. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Further information was requested but not received. The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. When troubleshooting, the patient was unable to feel paresthesia when amplitude was increased. X-rays revealed the lead had migrated. To address the issue, the physician plans to perform surgical intervention.